Event description:
It was reported that there was partial thrombosis of the proximal left ventricular assist device (lvad) prosthesis. Computed tomography and an echocardiograph were performed. There were no changes to pump parameters. There was a planned pump replacement on (B)(6) 2026, however, due to advanced age, comorbidities and the uncertain outcome of the surgery, the patient declined a repeat operation and subsequently died of multi-organ failure. The outcome was not pump related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.